Manufacturer narrative:
A partial lead with the connector pin measuring 13.1cm was returned for analysis. The portion of the lead that was returned was normal. Without the return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that externalized conductors were observed via cine/fluoroscopy. Low shock impedance was noted. The lead was capped and the ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.